Manufacturer narrative:
The instrument was returned and evaluated. The clip applier tips were found bent and broken at the mid point. Evidence was not conclusive, but damage is likely due to excess force applied during clip installation. The instrument has 88 uses remaining. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. The clip applier tips were found bent and broken at the mid point. Evidence was not conclusive, but damage is likely due to excess force applied during clip installation. The instrument has 88 uses remaining. On (B)(4), isi received additional information regarding the reported complaint. The customer stated that the instrument broke during surgery and the surgeon removed it immediately after noticing. The broken fragments were removed from the patient's body and the scrub nurse matched the retrieved fragments against the instrument to be sure no pieces were left behind. Per customer, the procedure video was reviewed to eliminate any uncertainty of pieces being left behind. The staff if confident that there are no patient safety issues thereafter. The patient reportedly has no health complications as a result. No further information was available.

Event description:
It was reported that during a da vinci si surgical procedure, the small clip applier instrument's tip was broken. There was no patient harm, adverse outcomes or injuries reported.